Event description:
It was reported, during reprocessing, the autoclave sterilization of the camera head was performed and the cable burned. There were no reports of patient harm. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information reported by the customer.

Event description:
It was reported that the autoclave sterilization was performed and the cable burnt while using the camera head. There were no reports of patient harm. No harm reported.

Manufacturer narrative:
The device was returned for evaluation and the customer's reported issue was confirmed. The device evaluation found there was a burn in cable and was damaged. In addition, the scope mount, focus ring, and main body were noted damaged. A blurred image was observed, electrical contact wear, and scratches on the lens were noted. Based on investigation, since the actual product is a non-autoclavable model, it is assumed that the event of "the cable was burnt" occurred due to incorrect reprocessing. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.